Event description:
The customer reported the mainframe boots, but workstation does not.

Manufacturer narrative:
Action: arrived and system was working. Customers mentioned that a particular plug was used, then the workstation was moved to another plug and everything was working ok then. Gathered log files for slc. Re-seated a loose ubs connector and cables. Test: system is operating as intended.